Event description:
Pt in the process of preparing his tpn for administration. When pulling on the white rubber tab (which would expose the spike port) the entire tip of the spike port pulled off, causing the contents of the tpn to spill out. There is no apparent bond or seal between the "nipple" of the tpn bag and the spike-port attachment.